Event description:
It was reported that during an implant procedure, the helix fell out completely of the right ventricle (rv) lead. As a result, the rv lead was not used and replaced with a new lead. The patient was stable throughout the procedure.